Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited problems related to reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d9 (device availability) and h4 (device manufacturer date). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 30-oct-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. There was no physical damage at the location where the foreign material remained. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the b5 and h6 of the initial medwatch. Correction to b5; please see b5 for additional information. Correction to h6 component code to add "3092-nozzle" and correction to h6 medical device problem code to add "4048-failure to clean adequately".

Event description:
In addition to the previously reported malfunctions, the device inspection found that the nozzle of the insufflation channel was clogged by a dark rubbery material.